Event description:
The customer's mother stated that the customer experienced high blood glucose levels recently. The mother stated that she removed the reservoir from the insulin pump and she noticed that insulin had leaked past the o-rings. The mother discarded the reservoir therefore nothing will be returning.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.